Event description:
Dr reported that some time after the initial surgery on (B)(6) 2013, he went back to remove the l5 screw as it was mildly compressing the nerve. As he was removing the left l5 and s1 screws, he noticed that only half of the s1 pedicle screw came out and the other half was left in the s1 bone. The dr stated that he believed it was completely asymptomatic prior to that time, so that the breakage was not the cause of the nerve compression. The dr gave no add'l info that would indicate why the screw broke. Reliance medical was notified of this issue on (B)(6) 2013.